Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor made an unfamiliar sound when attempting to download. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor is making high pitched noises) is being investigated. Upon receipt, the monitor was resetting while attempting to download. A root cause investigation is currently being performed by engineering. A supplemental report will be sent upon completion of the investigation. No adverse event resulted form the defective monitor. The pt received a replacement a replacement monitor.